Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2019- we were informed that a successful revision of this lead was performed on (B)(6) 2019. Lead remains actively implanted. (B)(6) 2022 lead explanted due to dislodgement. Lead damaged during revision procedure, new lead added along with can. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2019 - we were informed that a successful revision of this lead was performed on (B)(6) 2019. Lead remains actively implanted. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient complained of chest pain. Lead was found to be dislodged, but no intervention has been reported. Should additional information be received, this file will be updated.